Manufacturer narrative:
Results: the catrx was fractured approximately 104.0 cm and 110.0 cm from the hub. The middle fractured portion had multiple kinks along its 6.0 cm length. The proximal portion of the catrx had minor bends along its length. Conclusions: evaluation of the returned catrx revealed two fractures on its mid-shaft. If the device is forcefully advanced against resistance it may become kinked. Continuing to forcefully advance the device will likely worsen the kinks. It was reported that the catrx was advanced into a stent to remove thrombus. This stent may have contributed to the damage observed on the returned device. Forcefully retracting a kinked device may result in the device becoming fractured. It is likely that one of the two fractures was incidental to the reported complaint and occurred post-procedure as it was not identified in the complaint. Further evaluation revealed proximal bends on the device. These may have been due to forceful manipulation during the procedure or incidental during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kit (kit). During the procedure, the physician advanced the indigo system cat rx aspiration catheter (catrx) over a guidewire and then attempted to advance the catrx through a stent within the patient. However, resistance was experienced but the physician was able to remove the thrombus using the catrx. However, it was determined that the tip of the catrx broke off within the patient. Therefore, the physician removed the guidewire and was able to retrieve the tip of the catrx with the guidewire. The procedure was completed using a new catheter and a stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Product code: dxe, common device name: dxe.